Event description:
Patient states, during a biopsy procedure for a small lump that was in my lung, the device was passed from my nose through my throat to my lungs. My lungs were cut in several places. I am presently living with just 25% of my lungs. This procedure was done at (B)(6)hospital in (B)(6) 2012.